Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the patient cable's black connector clip was unable to connect into the external pulse generator (epg) as the plug lock was broken. It was noted that the cable was biologically contaminated. The cable passed all other continuity tests and no intermittent or shorted connections were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient cable black connector clip was unable to connect into the external pulse generator (epg) for the functionality of pacing. Troubleshooting steps were taken to include swapping out the epg, however the issue persisted. Further troubleshooting steps were taken to include swapping out the patient cable which resolved the issue. No patient complications have been reported as a result of this event.